Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code - mechanical (g04) - provisional bottom. Visual examination of the returned product identified signs of repeated use nicked / gouged / wear and the post feature has fractured off and wasn¿t returned. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. No further analysis can be made. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. This complaint can be confirmed based on the returned product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure, the +0 tasp post fractured when the surgeon was trying to change from a 10mm shim to a 12mm shim and jammed it too hard into the tasp. The broken tasp piece did not fall into the patient and was removed from the field. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.